Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with anterior posterior repair and cystoscopy; due to cystocele and rectocele. It is reported that the patient experienced pain, bleeding, dyspareunia, protrusion of mesh, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.